Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that there were multiple, intermittent events in which the t:lock connection disconnected. Blood glucose level was 299 mg/dl. Tandem technical support advised the customer to always ensure the t:lock connection is tight and straight.